Event description:
The initial reporter stated they received discrepant resulted for one patient urine sample tested with tpuc3 total protein urine/csf gen.3 on a cobas 6000 c (501) module. The sample initially resulted in a total protein value of 4.3 mg/dl and this value was reported outside of the laboratory as < 5 mg/dl. The initial value was questioned by the doctor, so the sample was sent to another laboratory for testing on a second c501 analyzer, resulting in a value of 10 mg/dl. The 10 mg/dl value was deemed correct. The customer noticed a lot of calibration errors when reviewing the calibration data, so they repeated some patient samples both before and after recalibrating. The results obtained both before and after calibration were similar. The complained patient sample was repeated after calibration, resulting in a value of 4.4 mg/l, which was reported outside of the laboratory as < 5 mg/dl. The total protein reagent lot number was 571228. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The last calibration performed on 29-mar-2022 was not ok and had errors. The field service engineer checked water pressures, rinse levels, the photometer reading, and overall performance of the analyzer. The rinse levels and gear pump pressure were adjusted. The customer ran controls successfully. Precision studies were performed and were within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.